Manufacturer narrative:
Investigation: one photo sample were provided to our quality engineer team for evaluation. Through visual inspection of the photo provided, a small particle was observed inside the syringe. Upon reviewing of the production history for the provided lot number 1809012 , no deviations or non-conformances were identified during the manufacturing process. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin. Based on the photo and available information, we are not able to determine a root cause at this time.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced foreign matter contamination.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced foreign matter contamination.